Event description:
The pt experienced a loss of therapeutic effect and stimulation in the wrong location; the pt was feeling stimulation in his ribs at very high amplitudes. There was no known accident or incident related to the event. Impedance measurements showed readings of >3600 ohms. Additional info has been requested, a follow-up report will be sent if additional info becomes available.